Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed scratches on the insulin pump screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and location of damage found on keypad and screen/display. The customer also received stuck button alarm which they was able to clear. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
All buttons function properly. The pump passed self-test. No unexpected button error alarm anomaly during testing. Successfully downloaded history files and traces using thus. Stuck button alarm did not occur during testing and in the (history file or traces) on event date. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), stained keypad overlay, minor scratched lcd window. Unit keypad buttons anomaly/stuck button alarm not confirmed. Minor scratched lcd window confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.